Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Ill [illness]. I lost it- tampon, vagina [foreign body in reproductive tract]. Case narrative: consumer reported via social media that they lost tampon in vagina. No serious injury reported.